Event description:
Customer alleged - vacuum subsystem failure. Customer stated that there has been a haze in the room since they've gotten the unit but they have never thought to report it. However, today, when the unit canceled for vacuum system failure, the room filled with a thick haze, which she stated they could taste and burned their throats and was worse than it has ever been. Advised customer not to use the unit anymore and to vent out the room. Customer reported 4 employees involved. Patient one reported - mouth, throat dryness, bitter taste, dry eyes and a headache.

Manufacturer narrative:
Oil mist: capital equipment, unit evaluated at the facility. The fse found oil misting out the catalytic converter. The fse replaced the oil mist assembly and catalytic converter and zeroed the baratrons. The fse ran an empty test cycle and verified the unit meets specifications. This issue is being addressed with the correction/removal notification. Reference MDR 2084725-2009-00186, MDR 2084725-2009-00187, MDR 2084725-2009-00203.